Event description:
Same case as MFR report #: 6000093-2007-01009, same patient as MFR report #: 6000093-2005-01078, 01079, 2006-00316, -00317, -02480, -02481. Clinical trial. It was reported that 759 days following a coronary artery drug eluting stenting treatment procedure, the patient developed in-stent restenosis and stent thrombosis. The initial procedure identified and treated one de novo, 2.75x55mm, total chronic occlusion of the bifurcated distal rca (right coronary artery) and r-pda (right posterior descending artery). Treatment consisted of predilation of both branches and placement of two 2.75x32mm taxus express2 drug eluting stents in an overlapping fashion resulting in 0% residual stenosis. The patient was discharged the next day on asa and plavix. The patient presented 759 days following the index procedure with chest pain, diaphoresis, and a myocardial infarction. The patient was found to have a stent thrombosis and focal in-stent restenosis of the distal rca which were treated with balloon angioplasty. The next day, the patient experienced a non-q wave myocardial infarction. The relationship of these events to the devices were reported as "probable" by the investigator. The patient was reported to the non-compliant with plavix and had not been taking plavix for several days prior to these events. The events were listed as resolved 762 days following the index procedure.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.